Event description:
It was reported that an incident occurred with the electrosurgical unit (esu/generator) and an erbe bipolar connecting cable (part number 20196-118, lot number 11/21) during a prostate resection. The esu with the cable was attached to a storz resectoscope. No information was provided regarding the unit's settings. During the procedure an electric arc occurred at the distal end of the bipolar connecting cable. No injuries were reported involving the patient or medical staff and no further details were furnished.

Manufacturer narrative:
The esu and bipolar connecting cable were thoroughly inspected and tested as applicable. The findings were as follows: esu the unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features, and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) of the involved esu. In conclusion, no problems were found with the generator that would have caused or contributed to the incident. Bipolar connecting cable an inspection of the accessory revealed that the plug/connector on the instrument side (distal end) had been detached (i.e., pulled off) from the body of the cable. Also, there were burn marks indicating that a breach in the cable had occurred. The bipolar connecting cable was more than 3 years old and had been processed 45 times. In addition, no anomalies were found in the device history record (DHR) of the involved cable. Based upon the provided information and the investigation, the bipolar connecting cable was damaged. The damage to the accessory may have been caused by an electrical flashover during activation due residue moisture in the plug because of an insufficient drying time after reprocessing. Also, when activated the arc may have been caused by internal strands of the cable being damaged due to excessive bending/tensile stress. Nevertheless, a conclusive determination of how the cable was damaged could not be made. The bipolar connecting cable's notes on use explicitly states that the product must be sufficiently dried after reprocessing. Especially with older products, there is an increased risk of unwanted moisture in the connectors due to wear. If there is obvious damage or functional impairment, the product must no longer be used. It is also recommended in the instructions to perform an electrical continuity test of the cable before each use. No trends have been identified. Erbe USA, inc. Is now closing the file on this event.